Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported for left side "patient feeling discomfort in the left breast. At physical examination, presents upper ¿fixation¿ (as reported) of device causing asymmetry in relation to the contralateral and reduction of mobility characterizing contracture grade iii". The device remains implanted.